Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of this document, "patient care and management", also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to recurrent ventricular tachycardia. The patient had been treated with amiodarone and lidocaine but ultimately, the patient was made "do not resuscitate" (dnr) by their family. It was noted the patient had a history of atrial fibrillation, supraventricular (svt) and premature ventricular contractions (pvcs) prior to their implant. The death was not considered device related and the device operated as expected.